Event description:
A customer contacted beckman coulter regarding a falsely negative (-) urine test result from the icon 25 hcg test kit. On 12/19/06, a patient urine sample was tested with the icon 25 hcg test kit and a negative (-) result was obtained. The customer indicated that a serum sample, from this patient, was tested by a qualitative method for hcg on the next day and a result of 132,000miu/ml was obtained. No injury related to this event has been reported. Other confirmatory testing was performed.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls and high quant clinical urine samples. Patient sample and testing device were not returned by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.